Event description:
The pump was "flushed with saline and at refill a bluish-grey liquid with black particulates in it, that eventually turns brown, is apparent." Hcp feels the pump is causing this problem as the drug has come from different pharmacies and more than one drug has been used. The pump is to be explanted. A follow up report will be sent when additional information is received.